Event description:
It was reported that during review of the remote monitoring system, this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and low r-wave amplitudes resulting in multiple inappropriate shocks. Device data was sent to technical services (ts) for review. Data review determined this patient has received three inappropriate shocks across three episodes. These episodes have occurred over the course of the previous 18 months. All episodes have a consistent observation of oversensing following low r-wave amplitudes. Ts recommended further evaluation to determine the cause of the reported observations and provided troubleshooting steps. This system remains in service. No additional adverse patient effects were reported.